Manufacturer narrative:
(B)(4). Implant date ¿ sometime in 2010. Concomitant medical products - unknown cup/ pn and ln unknown, unknown liner/ pn and ln unknown, unknown stem/ pn and ln unknown. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02607, 0001825034-2017-02609, 0001825034-2017-02610.

Event description:
It was reported that patient had a second revision approximately six years post operative due to unknown reasons. Attempts have been made to obtain additional information; however no information is available at this time.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information medical devices: bi-metric porous fmrl 10x130mm lot#413490 item#162252, 36 mm modular; head lot#653530 item#11-363662, max-mom(tw) ringloc (r) 35 mm acetabular liner size 23/plus 5 ;mm lot#224870 item#xl-155233, ti low profile screw 6.5x25mm lot#862500 item#103532. The reported event is confirmed. The reported components were reviewed for compatibility with no issues noted. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The reported components were reviewed for compatibility with no issues noted. Review of the complaint history determined that no further action is required. Review of revision operative notes dated (B)(6) 2016 state that the patient underwent revision of left total hip arthroplasty with replacement of the acetabular component and the femoral head. A bone scan was obtained which demonstrated increased uptake around the acetabular component, which is consistent with loosening. The acetabular component and the head were removed from the femoral component. Hip was notably stable throughout with a full range of motion. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-11129.

Event description:
It was reported that patient had a second revision approximately 14 years after the index procedure due to loosening of the acetabular shell.

Manufacturer narrative:
The following report is submitted to relay additional information.